Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. A retain sample from the same lot (#7455008) was dimensionally inspected and all dimensional measurements were found to be within specifications. The device history record was reviewed and no nonconformities or anomalies related to this complaint were found. Based on the current information received, a definitive root cause of the reported event could not be determined. According to the surgeon, the likely caused of the reported event was the patient's small capsular bag.

Event description:
Add'l info: the lens was explanted.

Event description:
It was reported that posterior lens vaulting was noticed 1 day post lens implantation. The pt is currently wearing a soft contact lens. The surgeon is evaluating treatment options. According to the surgeon, the most likely cause of the event is a small capsular bag.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.